Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump delivered repeated bolus. Troubleshooting was performed. Ran a self test and displacement test and the device passed the test. It was stated that the bolus history revealed some unusual records in it. No further info was provided. No further info was reported.